Event description:
The customer reported a failure to power up.

Event description:
A nurse reported that a transfer set fell off a home patient (hp) in the middle of the night. Antibiotics were provided to the hp who then continued therapy with no problems. The hp had gone into the clinic to have the transfer set changed. According to the hp the nurse had not tightened the transfer set enough. The hp performed an exchange that evening and she stated that, because she rolls a lot when she sleeps, the transfer set became disconnected and fell to the floor. The hp reconnected using an unsterile technique. The hp stated that her stomach was not feeling well but then went away and she began watching her drain bags. Per the hp, her solution turned cloudy. The hp was admitted to the hospital in 2009 for the peritonitis. The patient had bacterial peritonitis with culture positive for coagulase negative staphylococci. While hospitalized, the patient was treated with unspecified antibiotics. There was no exit site or tunnel infection involved. Two days later, the patient was discharged from the hospital, and the bacterial peritonitis was considered resolved on that date. It was unknown whether the patient was retrained on sterile technique. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The nurse stated that the peritonitis was not related to dianeal therapy, or to the devices. The nurse did not provide a causality statement for the event of "transfer set reconnected using unsterile technique.

Manufacturer narrative:
The sample was discarded and therefore not available for evaluation.

Manufacturer narrative:
(B)(4).